Event description:
It was reported that the patient experienced a secreting wound from the lead site of the spinal cord stimulator (scs). The patient was hospitalized and prescribed antibiotics due to a suspected infection. The patient is doing well. The devices will not be returned as they remain implanted.

Event description:
It was reported that the patient experienced a secreting wound from the lead site of the spinal cord stimulator (scs). The patient was hospitalized and prescribed antibiotics due to a suspected infection. The patient is doing well. The devices will not be returned as they remain implanted. Additional information was received that there was a lot of effusion and would not stop, so a negative pressure wound therapy system was used to stop the effusion. Cultures were taken and confirmed staphylococcus aureus.